Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The mobile view station (mvs) interface cable has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, there was connectivity issues with the imaging system. The strain relief that goes into the mobile view station (mvs) consul was damaged and created connectivity issues.

Manufacturer narrative:
The suspect mobile view station (mvs) interface was returned for evaluation. Analysis findings confirmed the reported problem. The device fails testing and visual inspection as the cable was sent back with the j2 connector cutoff/missing. Continuity testing could not be performed. An electrical problem was confirmed.